Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected discrepant result. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported receiving a discrepant result on 04-feb-2023 using the cue covid-19 test for home and over the counter (otc) use. A positive result was obtained with cartridge sn (B)(4), lot 27246e, reader sn (B)(4) and a negative result was obtained with cartridge sn and (B)(4), lot 27246e, reader sn (B)(4). Customer did not specify which result was being questioned. Although requested, customer did not respond to three attempts from technical support for additional information.